Manufacturer narrative:
Correction: the original date received should be 17-jan-2008. Concomitant medical products: product ID: 694965 lead, implanted: (B)(6) 2005; product ID: c154dwk ICD, implanted: (B)(6) 2007. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection. No further patient complications have been reported as a result of this event.